Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked properly during testing. Pump passed self-test and displacement test. No stuck button error alarms noted during testing. All buttons function properly while navigating through the menus. Unit successfully downloaded to thump. Unit was cut open to visually inspect the electronic board and connectors. During visual inspection moisture damage noted to j1 connector and flex keypad connectors at gold traces. In addition verified consecutive stuck key alarms on 04/27/2024 12:25:19.000, 04/27/2024 12:35:01.000, and 04/27/2024 13:00:48.000 in pump downloaded history. Isolate to electronic assembly. Unit received with: missing display window/cover, cracked reservoir tube lip, scratched case, keypad overlay peeling, serial number label damage, keypad overlay texture damage (smooth and shiny), cracked keypad overlay at select button, stained keypad overlay, pillowing keypad overlay. Customer concern of stuck button key was not confirmed due to no stuck key alarm not noted during testing. However, stuck key alarm was verified on pump history download due to moisture damage of electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.